Manufacturer narrative:
Customer returned 2 syringes. Both returned syringes were examined and both exhibited smeared ink on the barrel. Evaluation by the (B)(4) plant also confirmed the defect. A review of the device history record could not be performed as a lot number was not provided for this incident. This type of print defect is common when the pads on the printers are not changed regularly enough, they begin to swell and can cause such printing defects as are seen in these samples. CAPA (B)(4) was initiated by the holdrege plant to address print related defects and their associated root cause(s).

Manufacturer narrative:
Sample will be forwarded to manufacturing (B)(4) on 01dec2017 for further review. (B)(4) was initiated to address such issues at this time unable to perform DHR check due to unknown lot number. Based on the samples/photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Possible root cause is attributed to pad swelling on the mandril during the printing process. As the pads are used, they gradually swell and can cause this type of "smear" or "smudge affect. A problem solving team has been tasked with improving print quality on all production lines within the plant. The team is systematically assessing and addressing each printer individually for improvements. (B)(4) was initiated to address such issues at this time.

Manufacturer narrative:
Date of event: unknown. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
This complaint is MDR reportable. It was reported that the measure markings on the bd ultra-fine¿ insulin syringe, 0.5 ml, 31g were defective, before use. There was no report of injury or medical intervention.